Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and audio vibrate anomaly. The customer's blood glucose value was unknown. Customer stated that the display was not blank less than 30 seconds and returned. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that display did not return after insulin pump restart. Customer stated that insulin pump exposed to moisture. Customer also stated that keypad was unresponsive. Customer was unable to troubleshoot due to blank display. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube). No constant vibration noted during testing.